Event description:
Event description guidant received information that this pacemaker had a stored episode of false ventricular tachycardia due to noise. The noise inhibited the pacing. The caller had the patient do isometrics and stimulation the pacemaker pocket and did not elicit any noise. The patient was on his computer emailing when the noise occurred. Technical services indicates the noise looks like electromagnetic interference.